Event description:
It was reported to philips that during testing the device displayed a red x and leads ECG cable failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.there was no patient involvement.

Manufacturer narrative:
(B)(6) a follow-up report will be sumitted upon completion of the investigation.

Event description:
It was reported to philips that during testing the device displayed a red x and leads ECG cable failure. There was no patient involvement.